Event description:
It was reported that while attempting to extract the left ventricular (lv) lead due to infection, the lobes would not undeploy. The lead was abandoned and was laser extracted at a later date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
For use by user facility/importer(devices only). (B)(4). Device manufacturers only 3. No eval explanation: device not returned to manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.